Event description:
The pt underwent a trial procedure which included two trial leads from the same lot. It was reported the pt experienced pain and a burning sensation in her right shoulder. The pt was implanted with a cervical trial lead on (B)(6) 2014 and did not report any issues prior to the end of trial; hence, the trial was considered successful. During the trial lead removal, the pt reported experiencing the aforementioned symptoms, stating they began the last few days of the trial and have not resolved. The physician believes the symptoms are related to allodynia or nerve root irritation and prescribed a medrol dose pack to address the reported issue. Follow up info identified the prescribed medication helped the pt's pain and the issues has been resolved.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.